Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 250 mg/dl while wearing the pod for longer than 48 hours. The patient reports they had covid in which had led to a heart attack, high blood glucose levels and a coma. Once the paramedics had arrived the patients blood glucose level was at 98 mg/dl. Upon arrival at the hospital the patient removed the pod. The patient had a stent placed in her heart and a central line placed in her neck. In addition the patient was treated with insulin. The patient was prescribed insulin as well as aspirin, nitroglycerin, rosuvastatin and hydrochlorothiazide. The patient was released from the hospital after 6 days.